Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) rechecked the shock impedance measurements and they were 109 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.